Event description:
The oxygenator leaked blood to air on the back side bottom of heat exchange and at the top of the tubing that connects heat exchanger to the top of the fiber bundle. Problem was found during priming; however, blood was used for prime with patient. Unit was switched out.

Manufacturer narrative:
Factory examined returned unit and the leak was confirmed. It was noted the o-ring was dislodged. Further investigation detected the header dimension larger than specified. Component dimension corrected in subsequent production lots.